Event description:
Pt allegedly had a hickman line infection and consented to line removal on ward.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard. The device has not been returned to the MFR for eval. An lhr is not possible, as no mfg lot number info has been provided by the complainant.